Event description:
Philips received a complaint on the heartstart mrx indicating that the device failed the operational check. There was no patient involvement. The fse evaluated the device on site. It was determined the customer had not used the therapy cable correctly to perform the op check causing the failure. The user was taught the correct way and no failure was found with the device. The device remains at the customer site and no further evaluation is warranted at this time.